Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 5.0x100mm armada 18 balloon dilatation catheter (bdc) was inflated and fully deflated as usual. However, some resistance was felt when the catheter balloon was removed from the lesion and was observed that the catheter was coming out [separated] without the balloon. The balloon was kept inside the introducer sheath and was removed. The procedure was completed at that point. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.